Manufacturer narrative:
Final analysis of the pump revealed a low battery reset; cause was undetermined. Final analysis of the catheter noted 'difficulty with sc connector led to explant'.

Event description:
It was reported that there was a pump ¿safe state¿ and ¿battery reset¿ occurrence. The patient was referred to a surgeon for replacement as soon as possible. The patient arrived to the managing health care provider (hcp) office on (B)(6) 2013 for a routine refill. Upon interrogation, pump showed it was in safe state. Also on pump status screen, pump showed 27 ml for expected residual volume (erv) which was higher than anticipated at the refill appointment. The logs then showed pump reset, low battery and safe state occurred on (B)(6) 2013 and did not recover. The patient reported that she felt more "stumbly" but did not report other subjective symptoms of withdrawal. The hcp was planning to examine the catheter intra-operatively due to the fact that the patient did not notice much change from their current 1548mcg/day dose when the safe state occurred. The pump device was used to deliver gablofen. It was later reported that the patient was seen for surgery on (B)(6) 2013 and the pump was still in a safe state. The patient has been taking oral baclofen as needed. Following the pump error, the patient reported stiffness, being itchy on and off, and being weepy. The pump was replaced and the hcp had difficulty removing the sutureless connector of the catheter, as the silicone covering kept slipping off the metal components underneath. The hcp did opt to remove and replace the catheter connector. When aspirating from remaining catheter, it was easily aspirated but the hcp noted foreign material in aspirate initially. The patient was restarted at 100 mcg/ day baclofen. It was later reported that the patient did require hospitalization as a result of the event and the patient outcome was reported as resolved without sequelae.

Event description:
It was later reported that the patient was doing well. The healthcare provider (hcp) was still ¿tweaking¿ the dose to find the optimal dose.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was "doing well with good spasticity control." The reporter did not have any further information/description of the foreign material in the aspirate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.